Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: patient has suffered from severe migraines - for which she had no history of suffering prior to undergoing the implantation of essure. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysgeusia ("metal taste in her mouth"), rash ("a rash on her left inner arm"), back pain ("lower back pain") and migraine ("severe migraines"). The patient was treated with surgery (on (B)(6) 2017 underwent a partial hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysgeusia, rash, back pain and migraine outcome was unknown. The reporter considered abdominal pain, back pain, dysgeusia, migraine and rash to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and pelvic pain ("pelvic pain/ pelvic area pain (sharp, throbbing pain)") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included finger injury, nail operation in 2011, gravida ii and parity 2 (date of births: (B)(6)). Patient has suffered from severe migraines¿for which she had no history of suffering prior to undergoing the implantation of essure. She was not allergic to nickel or any other component of essure. She did not experienced a hypersensitivity reaction to nickel or any other component of essure. Essure did not caused or aggravated any psychiatric and/or psychological condition. Concomitant products included contraceptives for topical use. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("a rash on her left inner arm/ rashes on arms and legs/ rashes"), back pain ("lower back pain/ back pain/ back pain periodically back pain (throbbing) - periodically/ constant back pain,") and migraine ("severe migraines/ severe migraines/ migraines severe migraines (throbbing)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysgeusia ("metal taste in her mouth/ unexplained metal taste in mouth"), menometrorrhagia ("excessive and frequent menstruation/ excessive, frequent, and irregular menstruation") and bacterial vaginosis ("frequent bacteria vaginosis"). The patient was treated with topiramate, axotal (butalbital, acetaminophen & caffeine), cyclobenzaprine hydrochloride (flexeril), surgery (on (B)(6) 2017 underwent a partial hysterectomy) and surgery (laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysgeusia, rash, menometrorrhagia and bacterial vaginosis outcome was unknown, the pelvic pain had resolved and the back pain and migraine had not resolved. The reporter considered abdominal pain, back pain, bacterial vaginosis, dysgeusia, menometrorrhagia, migraine, pelvic pain and rash to be related to essure. The reporter commented: patient did not experienced the injuries before the date of essure placement. She did not retain the essure or any portion of it and had no complications after essure removed. Diagnostic results: patient had essure confirmation test on (B)(6) 2016 by x-ray. Current weight as of (B)(6) 2018: (B)(6) (unit unspecified). Approximate weight at the time of essure placement: (B)(6) (unit unspecified). Most recent follow-up information incorporated above includes: on 25-jan-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure stop date updated from 18-jun-2017 to 19-jun-2017. Events rashes on arms and legs/ rashes, back pain/ back pain periodically back pain (throbbing) - periodically/ constant back pain, severe migraines/ migraines severe migraines (throbbing) were clubbed with previously reported events. Events pelvic pain/ pelvic area pain (sharp, throbbing pain), excessive and frequent menstruation/ excessive, frequent, and irregular menstruation, frequent bacteria vaginosis were newly added. Unexplained metal taste in mouth was clubbed with previous event. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and pelvic pain ("pelvic pain/ pelvic area pain (sharp, throbbing pain) all the time") in a 31-year-old female patient who had essure (batch no. Co3100) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included finger injury, nail operation in 2011, gravida ii and parity 2 (date of births: (B)(6) 2008, (B)(6) 2014). Patient has suffered from severe migraines¿for which she had no history of suffering prior to undergoing the implantation of essure. She was not allergic to nickel or any other component of essure. She did not experienced a hypersensitivity reaction to nickel or any other component of essure. Essure did not caused or aggravated any psychiatric and/or psychological condition. Concurrent conditions included obesity. Concomitant products included contraceptives for topical use. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("a rash on her left inner arm/ rashes on arms and legs/ rashes"), back pain ("lower back pain/ back pain/ back pain periodically back pain (throbbing)- periodically/ constant back pain,") and migraine ("severe migraines/ severe migraines/ migraines severe migraines (throbbing)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysgeusia ("metal taste in her mouth/unexplained metal taste in mouth"), menometrorrhagia ("excessive and frequent menstruation/ excessive, frequent, and irregular menstruation") and bacterial vaginosis ("frequent bacteria vaginosis"). The patient was treated with topiramate, axotal (butalbital, acetaminophen & caffeine), cyclobenzaprine hydrochloride (flexeril), surgery (performed hysterectomy) and surgery (laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysgeusia, rash, menometrorrhagia and bacterial vaginosis outcome was unknown, the pelvic pain had resolved and the back pain and migraine had not resolved. The reporter considered abdominal pain, back pain, bacterial vaginosis, dysgeusia, menometrorrhagia, migraine, pelvic pain and rash to be related to essure. The reporter commented: patient did not experienced the injuries before the date of essure placement. She did not retain the essure or any portion of it and had no complications after essure removed. Patient did not claim allergic to nickel or any other component of essure, hypersensitivity reaction to nickel or any other component of essure, essure caused or aggravated any psychiatric and/or psychological condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.7 kg/sqm. Patient had essure confirmation test on 27-jan-2016 by x-ray and hysterosalpingogram. Current weight as of (B)(6) 2018: 254 (unit unspecified). Approximate weight at the time of essure placement: 215 (unit unspecified). Most recent follow-up information incorporated above includes: on 27-mar-2018: plaintiff fact sheet received. Essure lot number was added and implant date updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and pelvic pain ("pelvic pain/ pelvic area pain (sharp, throbbing pain) all the time") in a 31-year-old female patient who had essure (batch no. Co3100) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included finger injury, nail operation in 2011, gravida ii and parity 2 (date of births: (B)(6) 2008, (B)(6) 2014). Patient has suffered from severe migraines¿for which she had no history of suffering prior to undergoing the implantation of essure. She was not allergic to nickel or any other component of essure. She did not experienced a hypersensitivity reaction to nickel or any other component of essure. Essure did not caused or aggravated any psychiatric and/or psychological condition. Concurrent conditions included obesity. Concomitant products included contraceptives for topical use. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced menometrorrhagia ("excessive and frequent menstruation/ excessive, frequent, and irregular menstruation"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("a rash on her left inner arm/ rashes on arms and legs/ rashes"), back pain ("lower back pain/ back pain/ back pain periodically back pain (throbbing)- periodically/ constant back pain,") and migraine ("severe migraines/ severe migraines/ migraines severe migraines (throbbing)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysgeusia ("metal taste in her mouth/unexplained metal taste in mouth") and bacterial vaginosis ("frequent bacteria vaginosis"). The patient was treated with topiramate, axotal (butalbital, acetaminophen & caffeine), cyclobenzaprine hydrochloride (flexeril), surgery (performed hysterectomy) and surgery (laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysgeusia, rash, menometrorrhagia and bacterial vaginosis outcome was unknown, the pelvic pain had resolved and the back pain and migraine had not resolved. The reporter considered abdominal pain, back pain, bacterial vaginosis, dysgeusia, menometrorrhagia, migraine, pelvic pain and rash to be related to essure. The reporter commented: patient did not experienced the injuries before the date of essure placement. She did not retain the essure or any portion of it and had no complications after essure removed. Patient did not claim allergic to nickel or any other component of essure, hypersensitivity reaction to nickel or any other component of essure, essure caused or aggravated any psychiatric and/or psychological condition diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.7 kg/sqm. Patient had essure confirmation test on (B)(6) 2016 by x-ray and hysterosalpingogram. Current weight as of (B)(6) 2018: 254 (unit unspecified). Approximate weight at the time of essure placement: 215 (unit unspecified). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. On (B)(6) 2018: plaintiff fact sheet received no new information were updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('chronic endometritis'), abdominal pain ('severe abdominal pain') and pelvic pain ('pelvic pain/ pelvic area pain (sharp, throbbing pain) all the time') in a 31-year-old female patient who had essure (batch no. Co3100-inv,c03100) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nail operation in 2011, finger injury, gravida ii, parity 2 (date of births: (B)(6)2008, (B)(6)2014), hypermenorrhea, negative pregnancy test, allergic rhinitis, varicella, hypertension, seborrheic keratosis, d & c, nevus and uterine bleeding. Patient has suffered from severe migraines¿for which she had no history of suffering prior to undergoing the implantation of essure. She was not allergic to nickel or any other component of essure. She did not experienced a hypersensitivity reaction to nickel or any other component of essure. Essure did not caused or aggravated any psychiatric and/or psychological condition. Patient had essure confirmation test on (B)(6)2016 by x-ray and hysterosalpingogram. Current weight as of (B)(6)2018: 254 (unit unspecified). Approximate weight at the time of essure placement: 215 (unit unspecified). Previously administered products included for an unreported indication: valium and prenatal vitamins. Concurrent conditions included obesity. Concomitant products included contraceptives for topical use. On (B)(6)2014, the patient had essure inserted. In (B)(6)2015, the patient experienced menometrorrhagia ("excessive and frequent menstruation/ excessive, frequent, and irregular menstruation, "). In (B)(6)2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("a rash on her left inner arm/ rashes on arms and legs/ rashes"), back pain ("lower back pain/ back pain/ back pain periodically back pain (throbbing)- periodically/ constant back pain,") and migraine ("severe migraines/ severe migraines/ migraines severe migraines (throbbing)"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), dysgeusia ("metal taste in her mouth/unexplained metal taste in mouth"), bacterial vaginosis ("frequent bacteria vaginosis"), abdominal pain lower ("cramping"), menstrual disorder ("unusual period") and genital haemorrhage ("unusual bleeding"). The patient was treated with butalbital;caffeine;paracetamol (butalbital, acetaminophen & caffeine), cyclobenzaprine hydrochloride (flexeril), topiramate and surgery (laparoscopic bilateral salpingectomy, laparoscopy, laparoscopic bilateral salpingectomy and performed hysterectomy, laparoscopic bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the endometritis, abdominal pain, dysgeusia, rash, menometrorrhagia, bacterial vaginosis, abdominal pain lower, menstrual disorder and genital haemorrhage outcome was unknown, the pelvic pain had resolved and the back pain and migraine had not resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, bacterial vaginosis, dysgeusia, endometritis, genital haemorrhage, menometrorrhagia, menstrual disorder, migraine, pelvic pain and rash to be related to essure. The reporter commented: patient did not experienced the injuries before the date of essure placement. She did not retain the essure or any portion of it and had no complications after essure removed. Patient did not claim allergic to nickel or any other component of essure, hypersensitivity reaction to nickel or any other component of essure, essure caused or aggravated any psychiatric and/or psychological condition there were 2 coils exposed on the left and 3 were exposed on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: pif received : events " cramping and unusual period "were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('chronic endometritis'), abdominal pain ('severe abdominal pain') and pelvic pain ('pelvic pain/ pelvic area pain (sharp, throbbing pain) all the time') in a 31-year-old female patient who had essure (batch no. Co3100 - invalid , c03100) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nail operation in 2011, finger injury, gravida ii, parity 2 (date of births: (B)(6) 2008, (B)(6) 2014), hypermenorrhea, negative pregnancy test, allergic rhinitis, varicella, hypertension, seborrheic keratosis, d & c, nevus and uterine bleeding. Patient has suffered from severe migraines¿for which she had no history of suffering prior to undergoing the implantation of essure. She was not allergic to nickel or any other component of essure. She did not experienced a hypersensitivity reaction to nickel or any other component of essure. Essure did not caused or aggravated any psychiatric and/or psychological condition. Patient had essure confirmation test on (B)(6) 2016 by x-ray and hysterosalpingogram. Current weight as of (B)(6) 2018: 254 (unit unspecified). Approximate weight at the time of essure placement: 215 (unit unspecified). Previously administered products included for an unreported indication: valium and prenatal vitamins. Concurrent conditions included obesity. Concomitant products included contraceptives for topical use. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced menometrorrhagia ("excessive and frequent menstruation/ excessive, frequent, and irregular menstruation"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("a rash on her left inner arm/ rashes on arms and legs/ rashes"), back pain ("lower back pain/ back pain/ back pain periodically back pain (throbbing)- periodically/ constant back pain,") and migraine ("severe migraines/ severe migraines/ migraines severe migraines (throbbing)"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), dysgeusia ("metal taste in her mouth/unexplained metal taste in mouth") and bacterial vaginosis ("frequent bacteria vaginosis"). The patient was treated with butalbital;caffeine;paracetamol (butalbital, acetaminophen & caffeine), cyclobenzaprine hydrochloride (flexeril), topiramate and surgery (laparoscopic bilateral salpingectomy, laparoscopy, laproscopic bilateral salpingectomy and performed hysterectomy, laproscopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the endometritis, abdominal pain, dysgeusia, rash, menometrorrhagia and bacterial vaginosis outcome was unknown, the pelvic pain had resolved and the back pain and migraine had not resolved. The reporter considered abdominal pain, back pain, bacterial vaginosis, dysgeusia, endometritis, menometrorrhagia, migraine, pelvic pain and rash to be related to essure. The reporter commented: patient did not experienced the injuries before the date of essure placement. She did not retain the essure or any portion of it and had no complications after essure removed. Patient did not claim allergic to nickel or any other component of essure, hypersensitivity reaction to nickel or any other component of essure, essure caused or aggravated any psychiatric and/or psychological condition there were 2 coils exposed on the left and 3 were exposed on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report..

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('chronic endometritis'), abdominal pain ('severe abdominal pain') and pelvic pain ('pelvic pain/ pelvic area pain (sharp, throbbing pain) all the time') in a 31-year-old female patient who had essure (batch no. Co3100) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nail operation in 2011, finger injury, gravida ii, parity 2 (date of births: (B)(6) 2008, (B)(6) 2014), hypermenorrhea, negative pregnancy test, allergic rhinitis, varicella, hypertension, seborrheic keratosis, d & c, nevus and uterine bleeding. Patient has suffered from severe migraines¿for which she had no history of suffering prior to undergoing the implantation of essure. She was not allergic to nickel or any other component of essure. She did not experienced a hypersensitivity reaction to nickel or any other component of essure. Essure did not caused or aggravated any psychiatric and/or psychological condition. Patient had essure confirmation test on 27-jan-2016 by x-ray and hysterosalpingogram. Current weight as of (B)(6) 2018: 254 (unit unspecified). Approximate weight at the time of essure placement: (B)(4) (unit unspecified). Previously administered products included for an unreported indication: valium and prenatal vitamins. Concurrent conditions included obesity. Concomitant products included contraceptives for topical use. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced menometrorrhagia ("excessive and frequent menstruation/ excessive, frequent, and irregular menstruation"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("a rash on her left inner arm/ rashes on arms and legs/ rashes"), back pain ("lower back pain/ back pain/ back pain periodically back pain (throbbing)- periodically/ constant back pain,") and migraine ("severe migraines/ severe migraines/ migraines severe migraines (throbbing)"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), dysgeusia ("metal taste in her mouth/unexplained metal taste in mouth") and bacterial vaginosis ("frequent bacteria vaginosis"). The patient was treated with butalbital;caffeine;paracetamol (butalbital, acetaminophen & caffeine), cyclobenzaprine hydrochloride (flexeril), topiramate and surgery (laparoscopic bilateral salpingectomy, laparoscopy, laproscopic bilateral salpingectomy and performed hysterectomy, laproscopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the endometritis, abdominal pain, dysgeusia, rash, menometrorrhagia and bacterial vaginosis outcome was unknown, the pelvic pain had resolved and the back pain and migraine had not resolved. The reporter considered abdominal pain, back pain, bacterial vaginosis, dysgeusia, endometritis, menometrorrhagia, migraine, pelvic pain and rash to be related to essure. The reporter commented: patient did not experienced the injuries before the date of essure placement. She did not retain the essure or any portion of it and had no complications after essure removed. Patient did not claim allergic to nickel or any other component of essure, hypersensitivity reaction to nickel or any other component of essure, essure caused or aggravated any psychiatric and/or psychological condition there were 2 coils exposed on the left and 3 were exposed on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received: reporter added, event endometritis were added. Historical drug and medical history added. Rcc added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.